Manufacturer narrative:
The device was returned with two drainage bags. When testing the device with the attached drainage bag, the device met the requirements for patency and leak testing. For the additional drainage bag, the inlet port was missing the connector and not returned with the system. The inlet port of the drainage bag could not be connected to the system. It is unknown how or when this damage occurred. However, there was adhesive noted at the connection. The instructions for use that accompany the device caution that ¿all connections should be finger tightened. Over tightening can cause cracks and leaks to occur¿. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient was hospitalized for subarachnoid hemorrhage and intraventricular hemorrhage and required a ventriculostomy. According to the report, the external ventricular drainage bag got stuck in the device and the nurse was unable to loosen the bag from the device. It was reported the hub of the drainage bag became disconnected from the bag itself, causing the bag to become completely disconnected from the device. Reportedly, there was no injury to the patient.